Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hyperglycemia. The customer blood glucose level was 31.8 mmol/l and during the call it went down to 28.0 mmol/l and then 26.4 mmol/l. The customer was treated with insulin pen for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege pump was under delivering. The auto mode was not active. The insulin pump will not be returned for analysis.